Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain / pain"), breast cancer female ("tumor / teratoma / cancer type: breast cancer"), genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 37-year-old female patient who had essure (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 2 (B)(6) 1993, miscarriage and partial mastectomy in 2011. Concurrent conditions included overweight, blood pressure high, high cholesterol, chlamydial infection, bladder disorder, diarrhea, constipation, intermenstrual bleeding and breast mass. Family history included blood pressure high (mother), diabetes (father, maternal grandmother) and high cholesterol (maternal aunt). Concomitant products included amlodipine, atorvastatin, hydrocodone, lisinopril, losartan, medroxyprogesterone and simvastatin. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced breast cancer female (seriousness criterion medically significant). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: cycle offset") and weight increased ("weight gain"). In 2016, the patient experienced fungal infection ("infection (other) describe: yeast") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant) and abdominal pain lower ("bottom left side of stomach (mild, monthly)"). The patient was treated with medroxyprogesterone acetate (provera) and surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, breast cancer female, genital haemorrhage, dysfunctional uterine bleeding, menstrual disorder, fungal infection, nausea, dyspareunia, weight increased, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, breast cancer female, dysfunctional uterine bleeding, dyspareunia, fungal infection, genital haemorrhage, menstrual disorder, nausea, pelvic pain, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 163 lbs she did not allege that essure caused birth defects. Discrepant information-previously drug removal date was reported as 29-jul-2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysfunctional uterine bleeding" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pain / pain"), breast cancer ("tumor / teratoma / cancer type: breast cancer"), genital haemorrhage ("persistent bleeding / abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1990 and (B)(6) 1993), miscarriage and partial mastectomy in 2011. Concurrent conditions included overweight, blood pressure high, high cholesterol, chlamydial infection, bladder disorder, diarrhea, constipation, intermenstrual bleeding and breast mass. Family history included blood pressure high (mother), diabetes (father, maternal grandmother) and high cholesterol (maternal aunt). Concomitant products included amlodipine, atorvastatin, hydrocodone, lisinopril, losartan, medroxyprogesterone and simvastatin. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea"). In 2009, the patient experienced breast cancer (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("hormonal changes describe: cycle offset") and weight increased ("weight gain"). In 2016, the patient experienced fungal infection ("infection (other) describe: yeast") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant) and abdominal pain upper ("bottom left side of stomach (mild, monthly)"). The patient was treated with medroxyprogesterone acetate (provera) and surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, breast cancer, genital haemorrhage, dysfunctional uterine bleeding, menstrual disorder, fungal infection, nausea, dyspareunia, weight increased, vaginal discharge and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, breast cancer, dysfunctional uterine bleeding, dyspareunia, fungal infection, genital haemorrhage, menstrual disorder, nausea, pelvic pain, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6) lbs she did not allege that essure caused birth defects. Previously drug removal date was reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysfunctional uterine bleeding" most recent follow-up information incorporated above includes: on 14-feb-2018: events- "hormonal changes describe: cycle offset, infection (other) describe: yeast, nausea, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: breast cancer, perforation (uterus), weight gain, vaginal discharge, bottom left side of stomach (mild, monthly), did you undergo an essure confirmation test? No ", lot number, reporter, historical condition added from pfs. Event- "dysfunctional uterine bleeding", historical and concomittant condition added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.